Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, during a procedure to implant a 25 mm amplatzer pfo occluder, the left atrial disc deformed upon release. A gooseneck snare was used with a 12f amplatzer torqvue 45 exchange system to remove the 25 mm pfo from the patient. There were no patient associated events and a non-sjm pfo device was implanted. The patient has been discharged.

Manufacturer narrative:
Date of event, describe event or problem: updated.

Event description:
On (B)(6)2016, during a procedure to implant a 25 mm amplatzer pfo occluder, the left atrial disc deformed upon release. A gooseneck snare was used with a 12f amplatzer torqvue 45 exchange system to remove the 25 mm pfo from the patient. There were no patient associated events and a non-sjm pfo device was implanted. The patient has been discharged.